Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in japan. It was reported that the error message ¿head error¿ occurred on the rotaflow console during patient treatment. The emergency drive had to be used, and the device was then replaced with another machine to continue the treatment without negative consequences. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in japan. It was reported that the error message ¿head error¿ occurred on the rotaflow console during patient treatment. The emergency drive had to be used and the device was then replaced with another machine as a precaution, to continue the treatment without negative consequences. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. The patient data was not shared by customer. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6). The reported "head error" could not be reproduced and the device is working as intended. Based on these investigation results the reported failure "head error" could not be confirmed. However, the most probable root cause for the reported failure "head error" could be determined as the following: if the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The review of the non-conformities was performed on 2026-01-22 for the period of 2015-11-26 to 2025-12-16. It shows non-conformities in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The rotaflow console with s/n (B)(6) was produced in 2015-11-26. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).